Event description:
Add'l info rec'd from MFR 2/17/04: the listed problems (b5) are known to occur in a small percentage of pts. Unfortunately, neither the date of the surgery or more clinical info is available. The damage allegedly by this complaint may be remedied by further treatment.

Event description:
Lasik eye surgery has resulted in loss of contrast sensitivity, severe halos and starbursts that prevent driving at night, and dry eye syndrome, which pt did not have previously. A second opinion showed that lasik produced a large spherical aberration causing the star bursting and halos.

Event description:
Add'l info rec'd from MFR 2/17/04: the listed problems (b5) are known to occur in a small percentage of pts. Unfortunately, neither the date of the surgery or more clinical info is available. The damage allegedly by this complaint may be remedied by further treatment.